Event description:
A falsely elevated troponin I result of 9.9ng/ml was obtained on a patient sample. The result was not reported to the physician. The same sample wa rerun on an alternate methodoloty and a result of 0.00 ng/ml was obtained. The same sample was rerun on the original instrument and a result of 0.00 ng/ml was obtained. Patient treatment was not prescribed or altered and there was no report of adverse health cosequences as a result of the falsely elevated troponin I result. The most likely cause for this event wa pre-analytical sample handling issues.